Event description:
The customer's blood glucose was unknown. It was reported that the customer had sensors that did not work. The customer received three lost signal messages. The customer stated that, upon trying to reconnect the sensor, she received a change sensor alert. The customer stated that the sensors were all bent after removing them. The customer stated that the last sensor did not fully insert and, when she pushed the sensor in, all the needle pieces fell apart. The customer declined troubleshooting. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.